Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of any damage. The valve is designed to open at a low pressure of less than or equal to 15 mmhg or 0.29 psig. The device was at a pressure of 30 psig with no flow. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer observed that the high-pressure valve of the myotherm was blocked and fluid could not flow through it. The device was replaced to complete the case. There was no patient involvement, so no adverse effect occurred.